Event description:
It was reported by service report that the head-end outer siderail panels were cracked with sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head-end outer siderail panels were cracked with vectors and no sharp edges.